Event description:
It was reported from canada that during pre-surgery, it was discovered that the hose of the motor device was leaking air. During in-house engineering evaluation, it was observed that the device ran in locked position and was heating up. It was further determined that the burr lock was damaged. It was further determined that the device failed pretest for attachment assessment, safety check and temperature verification. There was a ten-minute delay to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in(B)(6) 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the hose leaking air was not confirmed. Therefore, an assignable root cause was not determined. However, the device generating heat and running in locked position, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).